Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during drain one of four on a homechoice (hc) machine, the registered nurse (rn) reported that there was air in the line. During troubleshooting, nothing was found that could have caused or contributed to the air in the line. The technical service representative (tsr) explained that the rn would need to end therapy and start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.